Event description:
A (B)(6) male pt called zoll customer support that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was damaged. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrode (te) pad was pulled from the strain relief. The cause for the damaged connector and cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector and damaged cable. The pt received a replacement electrode belt.